Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure removal difficulties were encountered. Vascular access was obtained via the femoral artery. The almost 70% stenosed target lesion was located in the moderately tortuous anterior tibial artery. A 3.0mm x 120mm x 150cm, otw coyote balloon catheter was advanced over a pt2 guide wire. However, during the advancement at the distal portion of the pt2 guide wire, the coyote balloon kinked, "crumbled over on itself" and was unable to advance. Several attempts to unwind, straighten, inflate and advance the balloon were unsuccessful. The pt2 guide wire was removed. During withdrawal of the coyote balloon catheter difficulty was encountered. The procedure was completed with a non bsc balloon catheter and the same pt2 guide wire. No patient complications were reported and the patient's status is listed as stable.